Event description:
It was reported that prior to surgery, this shaver handpiece started to activate on its own while laying on a mayo stand. There was no report of injury or surgical delay with this event. The procedure was completed as intended with another device.

Manufacturer narrative:
Investigation findings: the product was received for evaluation and the reported problem of the shaver handpiece activating on its own was confirmed. A design change has been implemented for this failure mode. There have been no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.